Event description:
Customer reported one minute after inserting the strip into the device, result = lo without dosing the strip. Customer stated performing 2 readings greater than 100 mg/dl with a 5 - 10 point difference but was unsure of the exact reading. No treatment was received. Control information was not provided a request was made for return product and replacement product was sent.